Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted at the emergency room (ER) due to really bad headaches, profuse sweating and dizziness. A week after, the patient was checked and it was discovered that the right ventricular (rv) lead was no longer capturing. An x-ray was performed and it revealed that the lead was dislodged. The lead was surgically abandoned and is no longer in service. No additional adverse patient effects were reported.